Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware for evaluation. Review of the log files showed a vad stop alarm which is likely related to the controller exchange. The controller passed functional test without any problem. Upon receipt, the audible alarm sounded for over five minutes. The sound level of the high priority alarm triggered by the no power alarm was measured and met specification. The reported event for "no sound" could not be confirmed during testing. There was no evidence of controller malfunction.

Event description:
After approximately one year of implantation, this patient was transferring to a bed by their healthcare provider, when both power sources were accidently removed from their primary controller. The vad coordinator observed that the no power alarm did not sound and, therefore, an elective controller exchange was performed. The patient did not experience any symptoms or suffer any injuries as a result of these events.